Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since more than 9 years have passed since the equipment was manufactured, it is likely that the converter part deteriorated over time and the converter failed due to repeated use for a long period of time. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found there was a power unit malfunction/the power turned off was due to a faulty/defective converter. The asset is pending repairs. A review of the device's repair history shows the asset was last serviced on (B)(6) 2020; inspection only/no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset visera elite xenon light source was found to have a power supply unit malfunction, the power turned off. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.